Manufacturer narrative:
Qa performed retain testing to confirm reactivity of the s antigen. Results were satisfactory. Customer returned pt sample to ocd for eval but upon delivery lot rb209 had already expired, therefore, testing could not be performed.